Event description:
It was reported that the patient experienced left corporal erosion with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing ipp was removed, and a new tactra device was implanted. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of erosion is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.